Manufacturer narrative:
The malfunction was observed during incoming testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the malfunction. The control to display power cable was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's screen turned completely black and was illegible. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.